Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which located 3 similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 pocket b3 would not be released and was not detected on the bus. A field service engineer (fse) performed troubleshooting steps and was able to manually remove the pocket. The fse then reseated the connections on each tray and the controller board. After reassembling the components and powering up the system, no further issues were found. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer had row board issues. The customer stated that this malfunction caused a delay to the patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this event.